Event description:
It was reported after unloading the stretcher from the ambulance the foot end legs allegedly collapsed lowering the foot end of the stretcher. A medic attempted to support the movement of the stretcher and allegedly sustained an arm/wrist injury and was evaluated w/xrays at the hospital. The medic's injury required splinting. No additional details of the injury have been provided. There was no report of injury to the patient.

Manufacturer narrative:
An authorized field technician was dispatched to the complainants location to conduct a visual and functional evaluation. The reported issue could not be duplicated and the stretcher legs were found to be operating as intended. The cause of the reported issue could not be determined. No additional information regarding the alleged injury has been received.

Event description:
It was reported after unloading the stretcher from the ambulance the foot end legs allegedly collapsed lowering the foot end of the stretcher. A medic attempted to support the movement of the stretcher and allegedly sustained an arm/wrist injury and was evaluated w/xrays at the hospital. The medic's injury required splinting. No additional details of the injury have been provided. There was no report of injury to the patient.